Manufacturer narrative:
Procedural images received confirm that there is a cto in the mid-rca that is treated with balloon pre-dilation, stent deployment in the distal and mid vessel, followed by a stent post dilatation. Approx. 15 minutes after this activity a spiral dissection of the rca out to the coronary cusp is confirmed. This is treated with the further deployment of three stents from the mid to ostial rca. The final shortest stent is deployed from the proximal rca out into the aorta. The coronary cusp dissection is still apparent but appears to have been adequately treated. Final angiographic image of the rca confirms that the spiral dissection has been resolved. The images do not show any issues with the guide catheter but it is not possible to visualize force transference through the guide catheter in the images. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the lesion was in the proximal right coronary artery (rca), which had a thrombotic occlusion. The patient presented to hospital with chest pain and was diagnosed with a st elevated myocardial infarction (stemi). During the procedure a 3.5 x 38mm resolute onyx stent was implanted and post-dilated to 4.5mm in the proximal segment of the rca. Po st-revascularization the patient experienced slow flow, st segment elevation and no significant chest pain, consistent with microembolic phenomenon. This was treated with nitroglycerin and adenosine. Three additional stents (22, 4.5 x 12mm respectively) were implanted to restore flow. Post procedure the patient had recurrence of chest pain radiating to their back. CT angiography (cta) was negative for dissection extending into the aortic root and ascending aorta. On angiogram it was noted that the patient had some mild aortic insufficiency. Past medical history provided. Correction: the physician stated that they believe radial access may lead to increase in forces transmitted to the tip of the guide catheter when cannulating the rca with amplatz curve guides. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the device used was a 6 fr sherpa guide catheter. The lesion had no calcium. During the procedure a stent was implanted into the mid right coronary artery (rca) in a patient who had suffered an acute myocardial infarction (mi). The dissection spiraled into the stent implanted in the rca, with coronary guidewire across the stent. Patient age and weight added. Annex e analysis/image review: images provided from the physician confirm the occurrence of dissection in the rca with radial access through the aorta. Image provided also shows restored good flow through the rca. The mechanism of dissection or the bailout procedure with stent deployment have not been provided as only three still images were provided from the account. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a medtronic amplatz curve guide catheter via right radial approach. It was reported that aorto-ostial trauma of the right coronary artery (rca) from the guide catheter led to acute ostial occlusion and aortic root dissection. Bail out was performed using a resolute onyx coronary drug eluting stent. No further injury was reported. The physician stated that they believe radial access may lead to increase in forces transmitted to the tip of the guide catheter when cannulating the rca with amplatz curve guides.